Manufacturer narrative:
E.1. (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was failed and not on bus. A field service engineer (fse) identified that drawers 4.1 and 4.2 were not detected on the configuration page. Rear light emission diode indicated normal communication despite no physical bus connection. All controller connections were inspected and reseated. The drawer controller for 4.2 and the module controller were replaced due to original hardware and poor retractor band fitment causing suspected cable pull out. The drawers were then configured and tested. After a reboot, drawer 3.1 briefly dropped from the bus, and reseating all connections resolved the issue. All retractor bands and controllers for these drawers had been replaced previously, and refreshing all cable connections corrected the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed, and the main drawer 4.1 was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.